Event description:
It was reported that the patient presented remotely. Review of transmission revealed that implantable cardioverter defibrillator exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.

Event description:
Additional information received noted that there were no patient consequences after procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was returned at elective replacement indicator (eri) for analysis. Final analysis found an internal battery anomaly. The cause of the reported event of premature battery depletion was isolated to the internal battery anomaly. No other anomalies were identified.